Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.5, lab: 2.9. Used different hand for each test; tests done within a few minutes of each other. Patient's therapeutic range is: 2.0-3.0.

Manufacturer narrative:
Investigation pending.